Event description:
Caller reported a malfunction on the pump, with the malfunction code reported as malf 16- 0x20e6. Customer's blood glucose level displayed as "high," indicating it exceeded 500 mg/dl, and corrective action was taken through a correction injection via multiple daily injections (mdi). Customer was not incapacitated and did not require assistance from a third party beyond normal support. The customer reverted to an alternate method of insulin therapy.